Event description:
The customer reported to olympus, the flex video scope had air/water leakage from the insertion tube in the bending area. The issue was found during preparation for use for an unknown event. The device was returned for evaluation. During the device evaluation, burning and melting around the instrument channel outlet of the distal cover was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found burning or melting around the instrument channel outlet of the distal cover, the objective lens and glue around the objective lens have debris, the scope connector cover has a stain, the distal end is bent and the image is shadowed due to a broken charged coupled device unit. Based on the results of the investigation, it is likely that the following led to the malfunction: the user may have used a high energy endo therapy accessory, such as laser and high frequency, without keeping enough distance from tip of the subject device. A definitive root cause cannot be identified. A device history review revealed the device was repaired in the past one year. This issue is addressed in the instructions for use (IFU): user may be able to detect the suggested event by handling device in accordance with IFU ¿inspection of the endoscope¿. IFU provides the points of attention for use of high-energy endo therapy accessories in ¿4.3 using endo therapy accessories¿. Olympus will continue to monitor the field performance of this device.